Manufacturer narrative:
Manufacturer's investigation conclusions: the reported event of no external power alarms was confirmed via the downloaded log file. A review of the log file showed 256 events spanning approximately 17 days ((B)(6) 2018 ¿ (B)(6) 2018 per time stamp). On (B)(6) 2018 at 00:54 and 01:15, the no external power alarm activated while connected to the mobile power unit (mpu) due to both white and black lead rsoc voltage diminishing to ~2v. These are consistent with ac disconnections. Both times, the alarm cleared on its own shortly after once power was restored. The backup battery was able to supply power to the controller until power sources were switched. The alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. The mpu was not returned for analysis. Additional provided information indicated that it is unknown if the mpu cord came loose from the wall or the back of the mpu. A root cause for the reported no external power alarm was not conclusively determined through this analysis. No further information was provided. The patient remains ongoing on the device. The manufacturer is closing the file on this event.

Manufacturer narrative:
The mobile power unit is not a single use device. As the serial number was not provided, the age is unknown. No further information was provided. The patient remains ongoing on the device. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2016. During log file analysis, two incidents of no external power alarms were found while the patient was connected to the mobile power unit. No further information was provided.